Manufacturer narrative:
H11 - correction: please retract this report 2017865-2025-10737 as the right atrial (ra) lead was unable to be implanted due to patient anatomy and there is no known product malfunction.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was unable to be implanted. The physician elected to abandon the implant of a ra lead after multiple attempts. The patient condition was not known.